Event description:
In 2009, a company rep reported that today the pt left a voicemail stating she had trouble changing the insulin cartridge on her infusion device as it was the first time she had done so by herself. The pt said she spilled insulin in the cartridge chamber and could not get her device to run again. She stated that as a result, her blood glucose elevated and she called the emt's who assisted her with her device. The rep had no further info. Repeated attempts to follow up with the pt were unsuccessful. The infusion device was replaced and requested to be returned for eval.